Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4)) was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, observed cracked front cover, unrelated to the reported complaint. The front cover was replaced to remedy this issue. The physical damage appear to have been caused by user mishandling. Review of the archive data showed occurrence of ua02 (compression tracking error) error message and ua17 (max motor on time exceeded) error messages on the reported event date. Per archive, the platform was powered on and displayed ua02 error message after performing 2 sessions, 246 compressions during the first session and 7 compressions during the second session. The autopulse li-ion battery used during the session had 1409 mah remaining capacity. Further review of the archive data showed that the platform stopped compressions multiple times due to ua17 error message. Per archive, the platform performed 5 compressions and then stopped compressions due to ua 17 error message. The user pressed restart to clear the error message. The platform was used again with the same battery and stopped compressions 11 more times due to ua17 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. The ua17 error message alerts the user that the drive train motor did not reach the target depth within specification when used on a medium/large size stiff patient and when the battery being used has a low voltage. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a (B)(6) female cardiac arrest patient who weighed about (B)(6). The platform stopped performing compression after the patient was moved on gurney. Although the crew reposition the patient, the autopulse stopped and displayed user advisory error message (unknown ua) 3 times. The crew reverted to manual CPR immediately. Manual CPR was performed for approximately 20 minutes, and rosc was achieved when the patient arrived the hospital emergency department. However, the patient suffered an anoxic brain injury and deceased while in hospice care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, the autopulse platform (sn (B)(4)) was performing compressions on a (B)(6) female patient (weighed about (B)(6)) in cardiac arrest. The platform performed compressions for 30-60 seconds while moving the patient to the gurney. Once on the gurney, the crew stopped the platform to reposition the patient, because the position of the lifeband was too low on the patient's chest due to the movement during shifting the patient to the gurney. The crew re-started the platform and the platform stopped and displayed user advisory error message (unknown ua) after performing compressions for 3 times. Immediately, the crew reverted to manual CPR. Manual CPR was performed for approximately 20 minutes after the error occurred. The patient was defibrillated one time at approximately 3 minutes prior to arrival to the hospital. Rosc was achieved on the patient at the hospital emergency department. However, the patient suffered an anoxic brain injury and was placed in hospice care. The patient deceased while in hospice care.